Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubble anomaly. Customer¿s blood glucose was unknown. Customer stated that the bunch of air bubble in the reservoir. Customer stated that they needs to be walked threw rewind and prime process. Customer troubleshooting was not performed. The device will not be returned for analysis.